Event description:
The below report was received by health authority (reference number: (B)(4) on 08-jul-2024. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of pelvic infection ("pelvic infection") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic infection (seriousness criterion medically important), kidney infection ("renal infection"), cystitis noninfective (" bladder inflammation for the first 2 years after insertion"), back disorder ("vague lower back symptoms"), fatigue (" often tired") and arthralgia ("pain in joint"). At the time of the report, the outcomes for kidney infection, cystitis noninfective, back disorder, fatigue and arthralgia were unknown. No causality assessment was received for essure with regard to kidney infection, pelvic infection, cystitis noninfective, back disorder, fatigue or arthralgia. The reporter commented: frequent health complaints after insertion of essure sterilization coils from 2017-2018: varying renal pelvic infection and bladder inflammation for the first 2 years after insertion. Current complaints vague lower back symptoms, often tired, pain in joints. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on 16-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic infection ("pelvic infection") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic infection (seriousness criterion medically important), kidney infection ("renal infection"), cystitis noninfective (" bladder inflammation for the first 2 years after insertion"), back disorder ("vague lower back symptoms"), fatigue (" often tired") and arthralgia ("pain in joint"). At the time of the report, the outcomes for kidney infection, cystitis noninfective, back disorder, fatigue and arthralgia were unknown. No causality assessment was received for essure with regard to kidney infection, pelvic infection, cystitis noninfective, back disorder, fatigue or arthralgia. The reporter commented: frequent health complaints after insertion of essure sterilization coils from 2017-2018: varying renal pelvic infection and bladder inflammation for the first 2 years after insertion. Current complaints vague lower back symptoms, often tired, pain in joints. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.